Event description:
It was reported to philips that the device display was not booting up properly. Further clarification was provided that the display turns on and off intermittently. There was no reported patient or user involvement and no adverse patient/user impact.